Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. No code available is for revision surgery and injury; it is not known if fragments remained behind in the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in (B)(6) 2015, the patient underwent the surgery with a philos implants. The surgery was completed successfully without any surgical delay. After the surgery, removal surgery was performed on (B)(6), 2022, due to unknown reason. In the removal surgery, it was difficult to remove the locking screw and chipped the tip of the screwdriver shaft. The second screwdriver was used, but this tip was also chipped. The locking screw was removed using a vice grip. The removal surgery was completed successfully without any surgical delay. It is not known if fragments were removed or not. This is report 3 of 3 for (B)(4). This report is for unknown screws.